Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. During release, the device assumed a non-conforming cobra shaped deformation. The device was recaptured in the introducer and taken out of the patient. Outside of the patient, the device assumed the same cobra shape. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The decision was made to replace the device with a 22mm amplatzer septal occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image from field appeared to show a distal disc of occluder device deformed bulbously when deployed through loader. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.